Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-94384.

Event description:
Customer reported the sensor has been giving inaccurate readings. Customer reported he was hospitalized for low blood glucose of 23 mg/dl and sensor was reading 70 mg/dl. Customer was treated by the paramedics at home with an IV. Troubleshooting for sensor vs. Blood glucose was also performed. Customer was unable to provide exact values. Current blood glucose was 114 mg/dl. Customer inserts sensor in abdomen area above waist line. Customer was advised how to properly calibrate. No further information reported.